Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
2 of 2 reports. Other mfg report number: 3013886523-2023-00067. A physician reported a hakim valve (ID 823184) and a bactiseal catheter kit (ID 823072) were implanted on (B)(6) 2022. A shunt blockage and malfunction occurred on (B)(6) 2023. The patient had interventricular hemorrhage on the fifth (5th) day after implantation. Due to blockage and malfunction the valve and the catheter were removed and replaced on (B)(6) 2023.

Manufacturer narrative:
The bactiseal catheter (ID 823072) was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. However, a probable root cause for the reported complaint is due to biological debris and protein build up interfering with the catheter. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.